Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens was exchanged for an unknown monofocal iol after the initial implant procedure. The clinical reason for explant was patient appears to be intolerant of an extended depth of focus iol. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).